Manufacturer narrative:
Date of initial report: 2017-04-28 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not adequately seal. Another ligasure device was used to continue the procedure, and the patient is in good condition.